Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having an ins revision next week for unknown reasons. Troubleshooting was not possible. No further complications were reported or anticipated. No device allegations were made. No symptoms were reported.